Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed multiple no external power alarms while on the mobile power unit (mpu) on (B)(6) 2021. Additional information revealed that on (B)(6) 2021 the patient had an issue with a wall outlet that is no longer being used. It was not known if the power cord came loose from the connection with the mpu or the wall, or if there was an interruption in ac power to the house.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power alarms was able to be confirmed via review of the log file. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 54 days (06nov2021 ¿ 30dec2021 per timestamp). No external power alarms were active on 10nov2021 from 01:36:11 ¿ 01:40:01, on 17dec2021 from 15:41:57 ¿ 15:47:58, on 19dec2021 at 12:48:50, on 22dec2021 at 03:57:14 and from 22:26:32 ¿ 22:26:33, and on 23dec2021 from 16:57:00 ¿ 16:57:01. The alarms occurred while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 05jan2022 stated that the mpu will not be returning, the mpu does have a v-lock connector, and it is unknown if there were any environmental circumstances that caused the no external power alarms. It was also stated that it is unknown if the power cord came loose from the back of the unit or from the wall; however, on 23dec2021, the patient had an issue with one of the outlets on the wall which is no longer being used. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the reported issue of the patient having trouble with the wall outlet may have contributed to the reported event as all of the no external power alarms occurred on or prior to the date of the reported outlet issue. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.